Manufacturer narrative:
The devices have not been received. A follow up report will be submitted with evaluation results should the logs/devices be received for evaluation. Devices not returned to bd.

Event description:
It was reported that on (B)(6) 2021 the backup generator failed during a routine shutdown and all ICU 8015 pumps alarmed with error code 121.2000.2 and powered down. The device failed to convert to battery power. Biomed stated uses bd batteries. The customer stated that the staff had to restart all devices, once restarted reported no issues. There was no report of patient impact or any other information provided per customer for this complaint.

Manufacturer narrative:
Inspection: n/a, only the pcu device logs were received for investigation. Log analysis results: the pcu event log shows there were 3 pump modules attached to the pcu on the day of the reported event. Pump module s/n (B)(6) was in use and infusing (drugid 283) at a rate of 4.3ml/hr. Pump module s/n (B)(6) was in use and infusing (drugid 146) at a rate of 11.4ml/hr. Pump module s/n (B)(6) was idle and was removed at 2:45 am. At 9:18 am on (B)(6) 2021, during a routine shutdown, the log shows the pcu toggled rapidly between dc and ac power causing the power supply processor to quit responding. Error log(s): the pcu error log shows a malfunction (error code 121.2000.2) occurred at 9:18 am on (B)(6) 2021. This corresponds to the central unit malfunction observed in the pcu event log. The system was then powered back on 2 minutes and 15 seconds after the malfunction and the pump modules were reprogrammed. Error code 121.2000.2 is related to the power supply communication subsystem and occurs when the processor quits responding (confirmed in the battery log). Battery log: the battery log logged a communications failed at 9:18 am on (B)(6) 2021 (failure=psp transmit overrun). Test results: n/a, log review only. Test methods: n/a device history review: a review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pcu s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pcu s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the reported devices powering down following an alarm for error code 121.2000.2 was identified as due to the power supply processor not responding after voltage supplied to the device becoming unstable during backup generator testing. The report of devices powering down following an alarm for error code 121.2000.2 was confirmed in the pcu event log and was identified as due to the power supply processor in the pcu quits responding after the voltage supplied to the device became unstable during backup generator testing. ¿ the pcu event log shows that at 9:18 am on (B)(6) 2021, during a routine shutdown, the pcu toggled rapidly between dc and ac power causing the power supply processor to quit responding. ¿ the pcu error log shows a malfunction (error code 121.2000.2) occurred at 9:18 am on (B)(6) the battery log). ¿ the battery log logged a communications failed at 9:18 am on (B)(6) 2021 (failure=psp transmit overrun). ¿ since the malfunction (error code 121.2000.2) is a fatal error, the infusions were stopped and the pcu did not have an opportunity to switch to dc power since the rapid power fluctuation caused the power supply processor to lock up and quit responding. ¿ the pcu also would not have been expected to switch to battery power in this case since power only fluctuated rapidly and did not remain on dc power. ¿ the alaris system has been validated to the 60601-1 compliance requirements ¿ the device was being used for treatment.

Event description:
It was reported that on (B)(6) 2021 the backup generator failed during a routine shutdown and all ICU 8015 pumps alarmed with error code 121.2000.2 and powered down. The device failed to convert to battery power. Biomed stated uses bd batteries. The customer stated that the staff had to restart all devices, once restarted reported no issues. There was no report of patient impact or any other information provided per customer for this complaint.